Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device was evaluated for the customer's report of "delayed analysis" and was determined to meet device specification. A review of the clinical filed determined the entire sequence from analysis start to shock delivered was 25 seconds. It was determined that there were no abnormalities in the AED performance. The customer did not initially press the flashing shock button when prompted, after 8 seconds the device prompted to press flashing button to delover the shock. The customer's report of "shock advised for a non-shockable rhythm" was attributed to an incorrect algorithm determination. A review of the clinical file revealed that during the analysis, segments 1 and 3 showed "no correlation," indicating that waveform measurements revealed no regular pattern or relationship between detected peaks within these segments. An average amplitude of ~500 microvolts and variability between complexes likely contributed to this outcome. However, with two of the three segments determined to be shockable, the overall result was shock advised.and we agree this event is not shockable. The electronic data file was provided to adavanced development to be added to the ECG library for the future update. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device had a delayed analysis and issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.